Manufacturer narrative:
On dec 13, 2021, the mentor analysis lab received the device for evaluation. On jan 4, 2022, the product investigation was completed and is as follows: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. Additionally, an anomaly was observed on the edges of the rupture consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a breast augmentation revision surgery with implantation of a 375 cc mentor memorygel breast implant prostheses. Post-operatively, a bilateral rupture event was discovered during an explantation and replacement surgery on (B)(6) 2021. The patient had implantation of 170 cc mentor memorygel breast implants. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-13348 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (B)(4).